Event description:
This is an international report where the home patient (hp) received a system error 2240 alarm on the homechoice (hc) unit. The hp states he had to reset up again but was now getting on again empty and needs help bypassing to fill 1. The technical service representative (tsr) placed hp in initial drain with the drain volume being at 49ml. The hp is empty and bypassed to fill 1. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The customer was contacted on (B)(4) 2012. He advised that he remembers the incident. He said that after, he realized that his plastic catheter adapter was broken/cracked. He called his nurse, and they had it replaced right away at the peritoneal dialysis clinic. He was also given antibiotics. He is ok and has continued on with his therapy. On (B)(6) 2012, a clinical consultant provided the following information: the patient had a plastic adaptor since he was a newer patient. Once a catheter is inserted in the or, the facility keeps the plastic adaptor coming from the catheter kit until the next tubing change, which is in 6 months. They will review this practice from now on. They could have had the titanium adaptor in or ready to use but they never did and never had any problems. The facility switched over to using the titanium adaptor from baxter. The plastic adapter is not a baxter product. Therefore, this event is not considered related to baxter products and no further investigation will be performed.